Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Only the loading device was returned back for investigation. Delivery device was not returned. Traces of blood were observed on the loading device. The seal and tension spring assembly remained inside the loading device. The seal was taken out from the loading device for inspection. No crack/delamination of seal was observed. The device as returned was unable to be evaluated for position of lock and plunger on the delivery device. Based upon the received condition of the device, the reported complaint for "failure to deploy" was not confirmed, but was confirmed for the analyzed failure "failure to load" specific actions for the analyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.